Event description:
It was reported that the lead was explanted due to oversensing. No patient complications have been reported as a result of this event. Additional information was received from an attorney alleging that due to the lead, the patient 'has sustained and will continue to sustain severe physical injuries and/or increased risk of death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages'. No specific patient injuries have been reported.